Manufacturer narrative:
E1: customer name and address = (B)(6). G4: PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon inspection of eight aurous centimeter vessel sizing catheters at a hospital, the seal was missing from one end of the packages. There were no adverse effects to any patient.

Manufacturer narrative:
Summary of event: as reported, upon inspection of eight aurous centimeter vessel sizing catheters at a hospital, the seal was missing from one end of the packages. There were no adverse effects to any patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual examination of the returned complaint devices was conducted as well. The complainant returned eight devices to cook for investigation. The top seal is completely missing on all eight of the pouches and there is no sealing residue present. The chevron and all side seals was intact. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A search of all lots inspected during the week the complaint lot was inspected found no lots with relevant nonconformances. A review of complaint history found no additional complaints for this lot number. Additionally, no complaints for similar products for the same failure mode have been opened on products manufactured within the same timeframe. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and returned devices, suggest that there is evidence that the device was manufactured out of specification. However, cook has concluded this to be an isolated incident, and there is no evidence of additional nonconforming devices in house or out in the field. Based on the information provided and the results of the investigation, cook concluded that a manufacturing and quality control deficiency was the cause of this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.